Event description:
It was reported that the catheter did not sense intracardiac electrocardiogram during use. The catheter was replaced and the problem was solved there were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter with a monoject 1.3cc limited volume syringe was received. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clearly and concentrically with 1.3 cc air and the balloon remained inflated for 5 minutes without leakage. There was no visible damage observed to the catheter body, the balloon, the windings, or the returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. The complaint could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.